Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the complete clip detachment, difficult device removal, surgical cutdown to remove the device, and suspected tissue damage. It was reported that this was a mitraclip procedure to treat grade 3-4 functional mitral regurgitation (mr). The patient had an extremely challenging anatomy. After the first mitraclip was deployed on both mitral valve leaflets, the posterior leaflet came out of the deployed clip. The gripper line was pulled gently when the anterior leaflet also came out of the mitraclip and the clip was in the left atrium, but still attached to the gripper line. Attempts were made to retract the clip into the steerable guide catheter (sgc), but these attempts were not successful. The clip was retracted to the tip of the sgc and was successfully removed to the level of the femoral vein access site, where the clip got stuck. The clip was surgically explanted with a small cutdown at the groin. The cutdown was closed with a venous anastomosis and a small venous patch. There was tissue attached to the explanted mitraclip; the tissue was suspected to be mitral valve tissue, but the mr grade remained 3-4. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the returned device was investigated and the reported clip detachment was confirmed. The difficulty removing the device from the anatomy, and difficulty removing the cds (clip delivery system) from the sgc (steerable guide catheter)could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Review of the complaint history identified no similar incidents reported from this lot. The results of the returned device analysis confirmed the reported detachment of device component (clip detachment). The difficulty removing the device from the anatomy, and difficulty removing the cds from the sgc could not be replicated in a testing environment. It appears that the clip detachment is related to the challenging patient morphology/pathology. The difficulty removing the cds from the sgc and subsequent difficulty removing the device from the anatomy was due to the clip detachment. The reported patient effect of tissue damage as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures and was related to procedural circumstances of the clip becoming caught on the anatomy. There is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.